Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the needle plunger remaining in the pre-deployed position. The anterior and posterior cuffs remained attached to the link and remained loaded their respective foot pockets. The guide was broken at the anterior needle slot, which is damage consistent with advancement of the device against resistance. The proglide device instructions for use state do not advance the device against resistance until the cause of that resistance had been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device. Patients anatomical conditions such as obesity and calcification can be a contributing factoring in the event; however, there was no information regarding the patient anatomy. The probable root cause for the guide break is related to the operational context in which the device was used. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. Device #2 perclose proglide, part# 12673-03, lot# unk, is being reported under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during device insertion into the vessel over a guide wire, resistance was met. When the device was removed, the guide was loosely connected to the guide tube. A second proglide was attempted but after advancing the knot to the arterial surface bleeding continued. Manual compression was applied to achieve hemostasis. After achieving hemostasis, the suture was removed from the vessel. There were no reported adverse pt effects. No add'l info was provided.